Manufacturer narrative:
Correction to evaluation codes: method, result and conclusion. Device evaluation summary: the service personnel (sp) checked the ventilator and replaced the control board and sbc (single board computer). Additionally, sp replaced the pump & manifold assembly due to system leak. After servicing, the ventilator worked properly. The likely cause of the event was isolated in the field to a potential fault in control board and sbc board. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code results. Device evaluation summary: one control board was returned to medtronic for further analysis. A visual inspection of the returned board shows bent pins 5 (ground pin) and 8 (in series with resistor pack) and the connector is cracked. The pins were realigned and was attached to the failure investigation (f.I) test ventilator along with the return sbc board, the unit would not power cycle on. The damaged control board prevented the system from booting due to the bent pins. One single board computer (sbc) was returned to medtronic for further analysis. The sbc board was attached to the failure investigation test ventilator and the system passed the power on self test. The system was allowed to run over night without interruption. The log event files were reviewed and it was found that there was an abrupt shutdown. The loss of ventilation and screen freeze could not be duplicated. The cause of the event was determined to the damaged control board. No new formal investigation is required, the event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht70 ventilator stopped ventilation. The patient was transferred to an alternative ventilator with no patient harm. It was also noted that the display screen turned black. Additionally, when the switch on the back of the ventilator was pressed the screen remained frozen.